Event description:
The customer reported via phone call that the display on the insulin pump went blank, she changed the battery and then it alarmed button error. The customer stated that the device was dropped to the floor earlier. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.